Event description:
Patient reported receiving recurring 04 (occlusion) errors. Patient indicated that her blood glucose had been elevated (410 mg/dl). Patient indicated that the infusion set connection did not appear to be "sitting right," patient indicated that the she changed the adapter, piston rod, and cartridge and the 04 did not recur.